Manufacturer narrative:
H6 evaluation codes investigation findings 213 refers to the product history review. A review of the manufacturing records indicated the device met pre-release specifications. Investigation summary: there was no device return associated with this complaint. A review of the manufacturing records indicated the device lots met all pre-release manufacturing specifications, including a final visual inspection and confirmation of acceptable stent profile using an image measurement system. A root cause for the initial failure to advance the gore® viabahn® vbx balloon expandable endoprosthesis could not be confirmed. As a result of a failure to advance, the device was withdrawn. During withdrawal of the device the endoprosthesis dislodged from the delivery catheter. A root cause for dislodgement of the endoprosthesis could not be confirmed.

Manufacturer narrative:
The device was discarded at the facility, therefore a further investigation is not possible. Cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting.

Event description:
It was reported to gore that patient underwent endovascular treatment for bilateral aneurysms in the iliaca communis with a gore® viabahn® vbx balloon expandable endoprosthesis (vbx-device). It was stated that an excluder c3 with plc23xx00 left and plc27xx00 right was implanted in former times. Now development of bilateral aneurysms in the iliaca communis, distal of the side pieces of the prosthesis. It was planned according measurement report an ibe in the lying 23mm shank left with connection of the interna over the right subclavia with a vbx-device. Reportedly, first, a guide wire was introduced axillary from the right side through a short 11fr sheath, then through an 8fr 90cm terumo destination and diverted in the left femoral artery. Across then, implantation of the gore® excluder® iliac branch endoprosthesis from the left femoral with a gore® dryseal flex sheath into the lying thigh with complete release. The short leg (interna connection) laid slightly anteriorly and was slightly indented due to the anatomy. It was stated that then it was tried to probe the short limb from above. This was very difficult, but eventually succeeded. Exchanging an amplatz stiff guide wire with a 1cm tip, 260 cm long into the left interna and laying of the guide wire. Unfortunately, the guide wire could not be inserted very far distally and the destination sheath could not be inserted in the interna too. It was reported that then the vbx-device was inserted but could not be advanced into the landing zone and was removed again. A second attempt of probing was performed with repeated insertion of the vbx-device and renewed removal. Then a gore® dryseal flex sheath was inserted over the aortic arch to achieve a more stable position. Through it then the 8fr 90cm terumo destination but now over a 260cm lunderquist wire. It was stated that again it was not possible to advance the vbx-device far enough. During removal the prosthesis slipped from the balloon and got caught on the lunderquist wire at the level of the aortic arch. The balloon has been removed, a 16fr cook sheath was exchanged and the vbx-device on the wire slightly dilated with a 3 x 20mm pta balloon. With the help of a snare the prosthesis could be withdrawn into the sheath and was retrieved completely. It was reported that renewed probing of the interna was performed, now with stable wire position. Across then advancement of the second vbx-device into the landing zone. Deployment and dilation with a 16mm pta balloon in the overlap zone with medtronic kissing ballon reliant from femoral. Dilation of the proximal part of the gore® excluder® iliac branch endoprosthesis in the lying 23mm prosthesis. The final angiogramm showed complete elimination of the aneurysms and flow in all prostheses. It was stated that the vbx-device was discarded at the facility.